Event description:
Procedure type: sigmoidectomy. According to the reporter: the bowel was cut and not stapled all the way. They used a new gia stapler/handle with same lot number as before and same thing happened again, (ok staple line only 20-30mm). The surgeons also observed straight, not b-shaped, staples when opening the used instrument. A large amount of bowel content leaked out into the abdominal cavity. The abdominal cavity was rinsed/cleaned and pt was put on extra observation and antibiotics after completed surgery. The surgeon changed to ta45 stapler to complete anastomosis. Extension of procedure with approximately 90 minutes. Additional info requested.

Manufacturer narrative:
(B)(4).